Event description:
It was reported the pump would not power on. The patient replaced the battery successfully and there was no damage seen to the battery cap or compartment. There was no adverse event associated with this issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: visual inspection revealed that the battery cap hub and spring are corroded; there was no physical damage noted to the battery compartment. The pump does not power on with the battery cap that was returned with the pump. A test battery cap was used to complete testing. The pump powers on appropriately to the verification screen, with functional auditory and vibratory alarms. A review of the pump history indicated multiple reboots had occurred in association with low batteries. The pump was exercised for 24 hours with no power issues. A damaged battery cap is not likely to cause an adverse event because the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.